Manufacturer narrative:
The reported event that k-wire, sterile t2 femur ø3x285 mm [packaging] was alleged of - packaging: insect outside sterile blister or pouch could be confirmed based on the image provided, only. Based on investigation, the root cause was attributed to a supplier related issue. The failure was caused by an inadequate packaging process / insufficient inspection specification. The device inspection revealed the following: the inspection was limited to the image provided within product inquiry. Evaluation revealed an insect between the clear tube and the pouch. Sealing seams and original packaging are still intact. Thus, the pollution must have occurred during the packaging process at our sub-supplier, which was not detected during inspection. A review of the device history for the reported lot did not indicate any abnormalities.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material (bug) in blister. No patient involvement, adverse consequences, delay or medical intervention.